Event description:
This inline suction catheter broke off in the patient's endotracheal tube, presenting an airway emergency. The piece of the suction tube that is inserted into the ett is what broke, it broke off inside of the ett. We were able to resolve the issue with no ill effect to the patient, who was able to breathe on his own during the event. However, during this event the patient was disconnected from the ventilator and we did not have a way to bag him. The situation was resolved without harm to the patient.